Event description:
Reporter states that dr was unable to get insert to snap lock into tibial baseplate. Anterior flange of insert would not engage front lip of baseplate. Dr. Checked for posterior impingement and found none. There was not adverse consequence for the pt or delay in surgery or anesthesia time.